Event description:
Patient presented back to the physician with irritation, pain, and blood clotting at the ipg site. Physician brought the patient into the or, opened the pocket, moved the ipg underneath the pectoralis, and sutured the ipg into place.

Manufacturer narrative:
Medwatch #3007666314-2022-00114 was submitted originally on 29-dec-2022. Second acknowledgement was received but no further acknowledgements were provided by FDA. Decision was made to resubmit with new MFR number with this report.

Event description:
Patient presented to the physician with pain at the ipg site. Physician brought the patient into the operating room and observed twiddling of the device and tension on the lead. Physician addressed the leads and re-sutured the ipg.

Event description:
Patient presented back to the physician with pain at the ipg site. Physician brought the patient into the or and upon opening the chest incision the stimulation lead was cut. Physician removed and placed the ipg on the patient¿s left side. Physician placed a new sensing lead during the procedure.